Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (B)(4), alleging that his onetouch ultrasmart meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began early afternoon on (B)(6) 2019. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿11 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with 12 units of humulin m3 insulin twice a day and 500mg of metformin twice daily. The patient denied making any changes to his usual diabetes management routine in response to the alleged inaccurate high result obtained. The patient claimed that 45 minutes later he developed symptoms of feeling ¿not with it, lethargic and confused¿. The patient reported that he self-treated his symptoms with dextrose tablets and started feeling better 20 minutes later. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient was testing with test strips that had been stored incorrectly; the patient was not storing his test strips in their original container. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high result with the subject meter.